Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was not returned by the hospital. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 4 of 5 for the same event. Reports 1 through 3, and 5 are reported on MFR #0001032347-2016-00283 through 0001032347-2016-00285, and 0001032347-2016-00287.

Event description:
It was reported that a tmj revision occurred due to "neuropathic pain (pinched nerve)." It is reported that removal of the implant resulted in complete pain relief. No replacements were implanted.